Event description:
The pt felt random, occasional shocking when the implantable neurostimulator was turned on. The shocking began at the implantable neurostimulator site and traveled to the front of the pt's body. The pt had a few falls. It is unclear if the shocking and falls were temporally related. The pt was seen in clinic. Device interrogation revealed high impedances on all bipolar electrode pairs involving #10 and #13. The pt programmer had displayed the "call your doctor" icon and the initializing screen. These were not displayed when the programmer was checked in the office. It appeared to be working fine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).